Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The technician in charge for the repair could reproduce the reported problem. He addressed the failure to the defective patient pump 1. He replaced the part and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the patient circuit 1 of a heater-cooler system 3t was not working during priming and an error message was displayed. There was no patient involvement.